Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. The cycler underwent and passed a system air leak test and a teach pump test. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. There were no fluid leaks in the test cassette during the treatment test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. There were visual indications of fluid found in hp3 tubing. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette while they were removing the cassette from their cycler after cancelling their pd treatment. The patient contact reported receiving a m75 volume error warning during dwell 2 of 2 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient contact reported that there was a puncture from 1 of the 2 larger bubbles on the cassette. The patient contact stated that the fluid leak occurred from a hole in the cassette. The cause of the leak is unknown. Fluid leak did come in contact with the cycler. The patient contact was advised to discontinue the use of the patient's cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that the patient was filled with roughly 6000ml-7000ml of fluid and elected to end treatment early to drain. The patient contact stated the patient felt full and due to drain issues wanted to end their treatment early. In addition, the patient contact confirmed when removing the cassette after treatment, they noticed fluid leaking from the cycler set. The patient contact verified a puncture on the right side of the 2 larger bubbles on the cycler set. The patient contact could not confirm when the leak first occurred. The patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.